Event description:
It was reported that the foley catheter was inserted and would not stay in place. It was stated that the foley was removed, and air was inserted into the balloon port. It was noted that the air leaked out of the area where the balloon should have been.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was inserted and would not stay in place. It was stated that the foley was removed, and air was inserted into the balloon port. It was noted that the air leaked out of the area where the balloon should have been.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be" imperfection in balloon due to process ". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Recommended inflation capacities 3cc balloon: use 5 cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water" the device was not returned.